Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump would not exit the prime screen. Blood glucose value was over 15 mmol/l. They removed the battery and received a weak battery alarm when inserting a new battery. It was stated that the esc and act buttons did not seem to respond as the alarm could not be cleared. It was advised to remove the battery for 5 minutes. It was stated that the keypad anomaly persisted after inserting the battery. It was advised to discontinue the use of the device and revert to backup plan. The customer's mother would be taking the customer to the hospital to get treated. The insulin pump was not returned for analysis.